Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, the user reported hypoglycemia with a lowest blood glucose of 50 mg/dl. The event occurred after increased physical activity and was treated with juice. The user reported no symptoms, and no medical intervention was required.